Manufacturer narrative:
(B)(4). The insulin pump passed sleep current measurement, active current measurement,rewind test, prime/seating test, basic occlusion test, occlusion test,force sensor test and displacement test. However, pump error during self test and confirmed in pump history due to cold solder joint at keypad assembly. Pump was returned for power error. The power management tool confirmed pump error was triggered when backup battery unloaded voltage was less than 3.7 v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. The pump was received with peeling display window cover, minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage,faded serial number label and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power system error. The customer¿s blood glucose level was unknown at the time of the incident. The notification light stopped flashing immediately after battery change and troubleshooting could not be completed. The insulin pump will be returned for analysis.